Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the catheter was being inserted for a femoral nerve block in the pre-op waiting area. During removal of the stylet, after the catheter had been advanced past the needle, resistance was met. The crna (certified registered nurse anesthesiologist) thought the resistance was excessive so they removed the needle and catheter together. At which point, the catheter sheared. A new kit was opened and used successfully for the pt. There was a delay in treatment with no harm to the pt, no pt death and no pt complications were reported. The pt received a successful block. Add'l info received on (B)(4) 2011 from the sales rep indicated the entire catheter was removed intact and that it uncoiled. Nothing was returned in the pt.